Event description:
It has been reported to philips that the system did not fully boot. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the device was not booting completely. Review of the system log file showed that the malfunctioning in flex vision pc. To resolve the issue, fse replaced the flexvision pc, downloaded the software to pc, updated configurations. The defective flex vision pc was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. The codes were updated based on the investigation outcome.